Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with this newly implanted right ventricular (rv) lead exhibited high out-of-range (oor) pacing thresholds greater than 2,000 ohms, high pacing thresholds and low r-waves along with noise being oversensed during pre-discharge check after lead revision. Additional information indicated that the patient was re-evaluated for possible causes, however this new rv lead was firmly in the header. The lead was disconnected and checked through a pacing system analyzer (psa) with measurements noted in normal range. Further, it was decided to replace the device. The cause of these observations was undetermined at this time. The ICD was explanted and no longer in service while the rv lead remains in service. No additional adverse patient effects were reported.